Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with reservoir tube lip completely broken off noted. The test reservoir p-cap does not stay locked in place. Unable to perform displacement test due to reservoir lip broken.

Event description:
Information received by medtronic indicated that the insulin pump had cracks and chips on the pump, missing pieces around the edge of the reservoir compartment. The customer declined to provide their blood glucose levels. The customer declined being transferred to technical support. The insulin pump will not be returned for analysis.